Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Event description:
It was reported that revision surgery had been scheduled due to painful right total hip arthroplasty secondary to grade IV heterotopic ossification as well as adverse reaction to metal debris (armd).